Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had recurring incontinence due to the artificial urinary sphincter (aus) cuff being too large. The new cuff was placed in a different location. The previous pressure regulating balloon (prb) was removed laparoscopically from the peritoneal space and the new prb was placed in the space of retzeus. All components from previous surgery were removed and replaced.